Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that one cadd extension set was loose and would not attach correctly. Patient did not have a serial number. The issue occurred while in use. Patient injury was reported to have occurred, but details were not given.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 07-jun-2022 via email and attached to complaint object: patient details updated in complaint. Pharmacy advised patient in no longer in possession of the tubing - patient has confirmed that they no longer have the defective product available for return.